Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they have experienced "a problem with their right side and started thinking it was bursitis and now their left side is hurting". The patient is concerned that there is "something is wrong" with the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.